Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was MRI technician indicated the implant has been dead since 2015, per patient. Caller was told by patient that she was only able to recharge her implant twice then it stopped working. Technical services(ts) reviewed discharge vs. Over discharge. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the pt on april 11th. Pt reported that they had let the ins deplete until it was completely dead without charging and was first given a restart in 2013. In the fall/winter of 2016, the pt was going to have the system removed but in spring 2017 their surgeon gave a time frame of a year out and said it wouldn't hurt to leave it in. Issue was not resolved. Pt was hoping to wait until they need back surgery but may remove in 2022. Pt had to charge for an MRI in 2016 and tried to keep using the device had issues similar to in 2013 with tingles going down their leg to where they couldn't walk and trying to redo the stimulator every week really added up. Additional information was received from the patient on june 10th. Pt reported that the ins was removed on (B)(6) 2022. The first reboot/recharge happened in the middle of 2015 since pt was trying to let scars heal completely first. Pt was unaware that they only had two times to reboot/restart the ins from an over discharged state. Upon having to get an MRI in the summer of 2016, they learned that they had to show that the ins was in MRI mode even though the battery was dead, so they had to have a rep complete the second and final rebooting/recharge. Pt had second over discharge in 2016 and eventually forgot to keep charging it. By fall of 2016, battery was officially dead. Since then, pt has been getting mris and would show the stimulator was dead with no issues.